Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer complained of questionable inr results on a coaguchek xs meter with serial number (B)(4). At approximately 7:00 am the result from the meter was 2.7 inr. The customer had gone to his family physician because he could not stop his nose from bleeding. At approximately 8:30 am the result from the physician's meter was 4.09 inr. It was asked but not confirmed if the physician's meter was a coaguchek xs meter. There was no allegation of an adverse event. The customer's therapeutic range was 2.0 - 2.5 inr. The returned test strips were measured with the returned meter in comparison with the current test strip master lots. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Results: master lot(#12415880 )/reference meter; marcumar 3: 3.2 inr; marcumar 4: 2.4 inr. Master lot(#28632180)/reference meter; marcumar 3: 3.3 inr; marcumar 4: 2.4 inr. Customer strips /customer meter; marcumar 3: 3.0 inr; marcumar 4: 2.4 inr. The returned customer material and retention material complied with specification. Relevant retention test strips (lot 176193) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Further investigation was unable to find a definitive root cause.